Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and a blood glucose (bg) level of 1002mg/dl. Customer attempted to bring bg level down by changing infusion set, blousing via pump, and administering manual injections (mdi). Customer was hospitalized and insulin drip, potassium, and electrolytes were administered which resolved the high bg and dka. Customer was discharged on (B)(6) 2018. Pump system check performed with tandem technical support found that the pump was operating as expected. Reportedly, the customer continued to use the pump for insulin therapy.